Event description:
It was reported by the rep that the device was used during femoral popliteal bypass. It was reported when the clip was applied hemostasis was not achieved and they had to open another applier to achieve hemostasis. There was no consequence to the pt.